Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter despite opening and closing the handle. Eventually, the clip was pulled off the tissue and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.